Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during routine patient updates, the patient was admitted from home for worsening driveline infection (previously reported). The patient's driveline site was cultured and came back (B)(6) on (B)(6) 2016 for (B)(6) and pseudomonas. Patient was taken for surgical debridement of driveline exit site. The patient was cleared by infectious disease (ID) and discharged home on (B)(6) 2016. The patient is now stable at home post infection and debridement. No further information was provided.

Manufacturer narrative:
Additional information was provided via the clinical study database on december 28th, 2016 indicating the patient was admitted on (B)(6) 2016 with increase driveline pain, erythema, swelling, and tenderness. Intravenous vancomycin (every 24 hours) was initiated on (B)(6) 2016. The patient was taken to the operating room (or) on (B)(6) 2016 for driveline exit site wound exploration, driveline counter-incision site wound exploration, debridement, evacuation of abscess, washout, and packing. Vancomycin was switched to cefazolin (2,000 mg every 8 hours) on (B)(6) 2016 and stopped on (B)(6) 2016. On (B)(6) 2016, keflex 500 mg by mouth (twice a day) was started. The patient stopped antibiotics for two weeks after being discharged from rehab without knowledge of vad team. The primary investigator deemed the event as related to the lvad system, and unrelated to the lvad procedure and patient condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.